Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacement of the system's power supply. System was tested to factory specifications.

Event description:
Customer reported the panorama central station's wireless transceiver (tim) failed, which may have affected telemetry monitoring. No pt injury was reported.